Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. A DHR (device history review) for the freestyle libre sensors and sensor kit were reviewed and the DHR showed the freestyle libre sensors and sensor kits passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor was giving higher readings than the built-in meter and provided the following examples: ((B)(6) 2017) sensor: 334 mg/dl vs meter: 224 mg/dl, ((B)(6) 2017) sensor: 332 mg/dl vs meter: 287 mg/dl, ((B)(6) 2017) sensor: 176 mg/dl vs meter: 122 mg/dl and (02nov2017) sensor: 210 mg/dl vs meter: 155 mg/dl. Customer further reported that sometime ¿between (B)(6) 2017 ¿ (B)(6) 2017¿ customer received a scan result of 386 mg/dl so she self-administered one unit of unspecified insulin. Approximately 30 minutes later she became hypoglycemic and experienced a loss of consciousness. Customer¿s husband treated her with juice and food. No additional treatment was required. There was no report of death or permanent injury associated with this event.